Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to fluid leak. It was found during surgery that the device broke on top of the balloon. A new aus was implanted. There were no patient complications.